Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other chronic/intract pain. It was reported that the last time the patient had a lead pulled the coating came off and two new leads were put in. The representative was present for surgery. No symptoms were reported. Multiple sclerosis is not in any way related to device or therapy as previous pe has been reviewed. No new information related to the event. The healthcare provider (hcp) was not aware of the coating coming off the lead issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.